Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed critical pump error. Customer's blood glucose level was 111 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No moisture damage was found on the electronic assembly, force sensor, or motor during visual inspection. The insulin pump powered up properly after battery installation. No critical pump error open book image alarm noted. The insulin pump was received with scratched case, broken belt clip rails, serial number label fading, keypad overlay scratched, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.